Manufacturer narrative:
In the default installation, entering the patient ID in the visit number field will not allow the results to cross to the lis. When poccelerator was installed at this customer's site the system was configured such that the visit number field could be populated with the visit number or the patient ID and the result could cross to the lis. A coding error occurred during this installation configuration which led to this issue. The problematic code has been identified and a resolution has been found which will prevent this issue from recurring. No patient records were affected.

Event description:
The customer ran a qc test on one of their instruments and transmitted the results to their poccelerator database. After the results were transmitted the customer deleted the unique test identifier (visit number) & left the patient ID field blank in the record created. Before a result can be sent to the lis from poccelerator the visit number field must be filled out with a valid visit number. Since the visit number field was blank, poccelerator attempted to look up the visit number from the customer's lis by searching for the patient ID. Since the patient ID field in the poccelerator record was also blank, when poccelerator queried the lis it read the last record with a blank patient ID and populated that visit number in the poccelerator record. There was no report of injury due to this event.